Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be average build. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture not present during plunger retraction was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, during the investigation it was found that an anterior cuff tab was broken off and not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted using a proglide device in a common femoral artery prior to a coronary interventional procedure. Reportedly, there was no suture present when the plunger was retracted from the device body. The arteriotomy was 6 fr and the sheath was upsized to 12 fr to perform the index procedure. After completion of the procedure it was indicated that hemostasis was achieved using manual arterial compression with no adverse effect to the patient or a clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.